Event description:
On (B) (6) 2007 patient was implanted with a darco ups 3.5 plate over a calcaneal cuboid distraction filled with cancello pure wedge 10 x 50. Part of the wedge was also used in a planterflexory lapidus procedure with another darco plate. At three months the calcaneal cuboid was non-union. At six months the calcaneal cuboid was non-union and the ups 3.5 plate had been compromised (one screw head was broken, and another screw backed out 3-4 full turns). The results of the lapidus procedure was partial union. On (B) (6) 2008, the cancello pure wedge was explanted and the calcaneal cuboid was revised within bone.

Manufacturer narrative:
Manufacturing records were re-reviewed. The xenograft passed all release requirements prior to distribution. No other complaints have been associated with this batch. The graft underwent two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. A formal request for medical records has been sent to the implanting physician. To date, no records have been received. Will continue to follow up with physician for this information.